Event description:
It was reported that the patient received a magnum hip about 6 years ago. Subsequently, the patient was revised on (B)(6) 2014 due to pain. The head was removed and replaced by a ceramic head and active articulation bearing.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain."